Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided office visit note. Patient informed dentist they are using the byte aligners and the dentist does not recommend the byte aligners. Patient has a class 1 mobility on #23-25. Dentist seen chip clinically on #20 that will need repair. Tmj was also mention in chat with patient. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.